Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported this patient on pd therapy previously had a pd catheter (not a fresenius product) infection (B)(6) 2026. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was clarified that the patient was seen in the outpatient pd clinic on (B)(6) 2026 with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient initiated antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intra-peritoneal (ip) for peritonitis and pd catheter infection. It was reported the event has since resolved. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.